Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received and the investigation is pending. A follow up report will be submitted once the device has been evaluated.

Event description:
Biomed reported that a device alarmed for low battery and all 4 modules attached paused and were not infusing. The device was plugged into an ac outlet, however, it continued to alarm. The users tried pushing the plug into the back of the device which did not help. The plug shield was in place. When the device shut down, they do not recall the pump sounding any of the usual alerts when the battery runs low. No one involved in the event remembers seeing the reminder on the screen that lets you know how much battery time is left on the pump. The patient died 5-6 hours later, however, the clinical manager for the ccu feels the pump played no role with the patient's death. The clinical manager reported the patient coded about 3 times during the night and was on 2 vasopressive medications for blood pressure (both were maxed out), an IV solution at 200ml/hr and an amiodarone infusion for the patients' arrhythmias. Customer states that no further patient/event information is available.